Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator's (ipg) capture management feature assessed the atrial threshold as higher than actual, resulting in an increased output and premature depletion of the battery. The ipg was programmed back to its previous pacing mode and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.